Event description:
Device was returned for repair. During the service, technician found that the attachment was vibrating and the bearing in the extension sleeve was defective. This is report 1 of 1 for #com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed the device bearing and extension sleeve were damaged, top vibrates. The device was repaired and returned to customer.